Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.

Event description:
The patient experienced hypoglycemia and reported that the pump delivered an unprogrammed amount of insulin. No medical treatment was required.